Event description:
The customer stated that the insulin pump was not responding to the button presses. The customer stated that the insulin pump was exposed to moisture. The customer changed the battery, but the problem continued. The reported blood glucose reading was 118 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. Unable to confirm no button response, due to the blank display.